Event description:
A report was received that the patient had infection at the pocket site. The physician believed that the infection was neither device nor procedure related. The patient was administered with antibiotics, and the site was washed. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.